Manufacturer narrative:
An investigation was conducted through review of available engineering logs and device data. The review identified incomplete and unresolved supply change events and periods of insulin under delivery associated with an expired sensor and delayed cartridge change, resulting in prolonged interruption of insulin delivery. No hardware or software malfunction was identified; device alerts and safety behaviors functioned as designed. Based on the available information, it was concluded that the event was most consistent with insulin under delivery related to unresolved supply change and infusion set issues rather than a confirmed device malfunction. If the device is returned or additional information becomes available, further evaluation will be performed and a supplemental MDR will be submitted.

Event description:
On 18-dec-2025 the user reported that on (B)(6) 2025 they experienced hyperglycemia with a blood glucose of 600 mg/dl. Prior to hospitalization, the user experienced elevated blood glucose while connected to the device. The user was hospitalized, treated with insulin therapy, discharged on (B)(6) 2025, and recovered after discontinuing device use.